Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the ise buffer valves and ise liquid level sensor to resolve the issue. The fse performed calibration. The customer performed quality control and patient samples, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) sodium (na) patient results due to low anion gaps on their au5800 clinical chemistry analyzer. The low patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.